Event description:
It was reported that the icebox melts down very quickly during long-cases. Additional information obtained january 27, 2015: the customer would run the system 2 to 3 hours prior to patient being in the room. Before patient was attached, user would notice no ice block. User would add ice to system as stated in the user manual. (B)(4).

Manufacturer narrative:
A maquet field service technician investigated the unit and verified that the ice block was fully functional and met the facility specifications. Therefore the reported problem could not be confirmed. The unit was tested to factory specifications. All tests were performed successfully. A supplemental medwatch will be submitted when additional information becomes available.